Event description:
It was reported that the unit will not hold a charge for long during use. There was no impact or consequence to the pt.

Manufacturer narrative:
Attempts for the return of the product have been made. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new info is obtained, a follow-up report will be submitted.